Event description:
The customer states back to back blood glucose test readings on suspect device were 15 mg/dl and 135 mg/dl. The customer states controls were not run. After the 135 mg/dl blood glucose test value, the meter stopped functioning. The customer states she is fine. Requested return of the suspect device and replacement was sent.